Event description:
It was reported that the pulse generator exhibited multiple episodes of noise on the ventricular channel. Noise could be reproduced in clinic with isometrics and pocket manipulation in bipolar mode. Pacing inhibition was noted and the patient reported experiencing fatigue. The device was explanted and replaced on an unknown date.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.